Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr20d24g8661 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of needles released in may 2020. Investigation results: we did not receive the complaint sample for investigation. Conclusion: without the complaint sample for investigation no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new elements become available in the future, we will reopen this complaint. This type of incident is a known risk of the use of needles. The surecan safety ii has a manually activated safety mechanism that is designed to deploy upon needle removal and to shield the tip, to reduce needlestick injuries. Surecan safety ii's features include a green dot, which appears through the clear bottom plate when the safety mechanism is successfully engaged. This is a very rare incident (1/1.000.000), no corrective action is envisaged for the moment.

Event description:
"The nurse pricked herself when removing hubert's needle from an implantable chamber because the needle did not secure, causing a blood exposure accident. Then with a second patient, the nurse had to do twice to secure the needle. The needles are of the same batch number. Blood samples taken from the patient and the nurse to check serological status."